Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/23/19. Device returned to manufacturer: yes. Device evaluation: it can be seen that the return sample is damaged, the optical body has been torn. The damage was most probably introduced to make explant possible. No other anomalies were found. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had moved post-operatively and the patient experienced blurry vision. Therefore, the lens was explanted. A vitrectomy was required. Reportedly, the patient has recovered. No additional information was provided to johnson & johnson surgical vision.